Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image. The issue was found during preparation for use in a diagnostic gastroscope procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the printed-circuit board was faulty resulting in no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.